Event description:
I received an MRI today. It was only supposed to last for 20 minutes. Since the MRI was not reading properly it lasted for 60 minutes. I laid on my stomach with my left cheek up. When it was over I immediately felt nasal drip from my left nostril. None on my right. Then I noticed a dollar coin sized bruise on my left arm. Then I felt mental confusion and depth perception difficulties. Then I developed pain in my left cheek. This pain got progressively worse. I went to the ER in extreme pain for the left side of my face. While waiting I felt extreme pain in my left eye which began to leak. Only my left eye was leaking. I spent 3 hours in excruciating pain on the left side of my face. Seemingly rotating from neck, tonsil, teeth, sinus, eye, and head. I began to clinch my teeth from pain. Noticing I would force myself to relax. I went to the restroom several times as a distraction from the pain.